Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: e2dr01aa ipg implanted: 2006-(B)(6). (B)(4)

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds. During the device change out the right ventricular (rv) lead measurements were within normal limits. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.